Event description:
The customer complained that lower and higher than expected vitros amon results were obtained from two different levels of non-vitros biorad controls and a single level of vitros lpv fluid tested on a vitros 350 chemistry system. (B)(4). This report is number thirteen of twenty-four MDR¿s for this event. Twenty-four 3500a forms are being submitted for this event as twenty-four devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that lower and higher than expected vitros amon results were obtained from two different levels of non-vitros biorad controls and a single level of vitros lpv fluid tested on a vitros 350 chemistry system. The assignable cause of the events is unknown; however, an unknown issue related to the vitros amon slides or improper pre-analytical fluid handling protocol cannot be ruled out as contributing to the events. The investigation found no indication the vitros 350 chemistry system malfunctioned. The investigation is ongoing.